Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump vibrates and the black light turns up. The blood glucose reading is 6.2 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. However, the insulin pump had intermittent button response due to moisture damage to the keypad traces, a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.